Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. - attachment: (B)(4).

Event description:
It was reported via medwatch "sterile surgical gown from the bard powerpicc solo2 kit found to have a hole in the right arm when taking out of sterile packaging to perform PICC line insertion. It appears that the glue to attach the seam did not attach correctly. This is the second one that staff has found within the last 3-5 months." This report addresses the first gown found within the last 3-5 months. The product information is unknown for the first gown.